Event description:
This spontaneous case from united states was received on 09-jan-2018 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and after unknown latency had itching on side of one of her knees, knee pain and swelling, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date in 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided; batch/ lot number: 7rsl021 and expiry date: unknown) in both knee. On an unknown date after an unknown latency, she was currently experiencing itching on the side of one of her knees; she couldn't remember which knee. She also said her knee pain was starting to return, along with swelling. Corrective treatment: not reported for all events. Outcome: unknown for all events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 23-jan-2018: this case concerns a female patient who received synvisc one injections from the recalled lot and after that she had knee pain, swelling and itching on side of one of her knees. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.